Manufacturer narrative:
UDI:(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore excluder aaa endoprostheses. After a previously treated type ii endoleak was successfully embolized, the aneurysm showed growth of an unknown amount. Therefore it was decided to convert the patient to open surgery. Visual inspection of the aneurysm revealed a small type ii endoleak originating from the lumbar arteries and a type ia endoleak. According to the physician the previously treated type ii endoleak mainly caused the aneurysm enlargement and changed the anatomy of the aortic neck and therefore enhanced the creation of the proximal endoleak. Solely the trunk-ipsilateral leg component was explanted and the endoprostheses located in the iliac arteries were left in the patient. The patient tolerated the procedure.

Manufacturer narrative:
Updated event description.

Event description:
On (B)(6) 2014, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. After a previously treated type ii endoleak was successfully embolized on an unknown date in 2015, the aneurysm showed growth from 60mm to 80mm in diamter. On (B)(6) 2017, it was decided to convert the patient to open surgery. Visual inspection of the aneurysm revealed a small type ii endoleak originating from the lumbar arteries and a type ia endoleak. Solely the trunk-ipsilateral leg component was explanted and the endoprostheses located in the iliac arteries were left in the patient. According to the physician the previously treated type ii endoleak mainly caused the aneurysm enlargement and changed the anatomy of the aortic neck and therefore enhanced the creation of the proximal endoleak. The patient tolerated the procedure.